Event description:
The doctor was performing an ilc. It was reported the dr received a blackbody error on the first fiber after the first stick. The dr tried a second fiber and received a black body after the first stick. The dr tried a third fiber and received a blackbody error after the second stick. The dr tried a fourth fibert and received a black body error on the fourth stick. The dr needed to perform additional sticks but decided to abort the case. The dr will be rescheduling the pt for additional treatments, though a day has not been set. No pt consequence.